Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage consistent with an obstruction was noted on the knife blade and/or staple guide. It was reported that there was difficulty removing the device from the patient and the anvil did not tilt, remained in the firing position and was difficult to remove. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the section of tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, after firing at the rectal resection, the black knob was rotated to the left 2.5 times as usual and confirmed that a clicking sound was sounded, then when trying to pull out the handle, it was hard to be removed. Upon endoscopic checking, the anvil head was wobbling inside of the rectum, and the lip part of the anvil head got caught in the anastomotic part when they tried to remove it. As a result, although the handle was somehow pulled out, the anastomotic part / mucosa ruptured. Tissue damage and an unanticipated tissue loss were noted. The surgical time was extended for 30 minutes or more. Additional suturing was performed to resolve the issue. After pulling out the handle, when the anvil head was checked, it was wobbling, different from the usual anvil head after the firing.